Manufacturer narrative:
Eval summary: no devices or photos were rec'd; therefore, the condition of the components is unk. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain and fracture of the device.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection of the returned articular surface confirmed that the spine fractured off. Heavy gouging and backside wear was identified. The proximal surface also had significant wear and gouging. One edge appears to be deformed which could have been the result of misalignment. The fractured spine was found to be significantly deformed with gouging on one side that extends to the posterior portion. This device is used for treatment. The package insert states that fracture/damage of the prosthetic knee components or surrounding tissues is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Event description:
No further event information available at the time of this report.